Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to network issue. A customer support specialist remoted into the station and stated that the user restarted the cabinet to resolve the issue. The system functioned as intended after the customer support specialist troubleshooted the device. The serial number, UDI and manufacturer details were kept blank since the given asset information was found to be generic medbank.

Event description:
It was reported by the customer that a pyxis medbank es system cabinet was off at that moment. The customer stated that user was unable to issue the medication and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.